Event description:
Reporter alleged the customer obtained a discrepant blood glucose result of 82 mg/dl back to back with a result of 144 mg/dl on the compact system when testing was performed within 10 minutes. Reporter indicated that the customer was experiencing the hypoglycemic symptoms of weakness and disorientation, so she ate cake prior to the readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.